Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. The reported guide detachment appears to be related to downward force or torsional manipulation applied during the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a closure of the left common femoral vein was attempted using a proglide device with a 6f sheath after an interventional atrial fibrillation ablation procedure. Imaging of the left common femoral vein was not performed prior to the procedure. Reportedly, the proglide device broke off, just distal to the foot, in the patient. Using a right common femoral vein access the broken guide was snared and removed. A venogram was performed and no damage was observed in the left common femoral vein. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the snaring procedure. No additional information was provided.